Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was difficult to inflate. There was no patient injury reported.

Manufacturer narrative:
Serial number - (B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The one-way valve was returned and found to be broken. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon was difficult to inflate. There was no patient injury reported.